Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 11th june 2010 and performed to specification up to the 7th april 2013. On the 14th april 2013 the device failed the weekly auto self-test due to a low battery. On the 15th april 2013 an increase in voltage was observed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the 1st november 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed between the 1st november 2015 and the last log entry on the 4th november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test failure on the 14th april 2013 was most likely due to either the pad-pak having been removed and then not properly seated within the device during self-test or the pad-pak may have been replaced with a partially depleted unit for the self-test. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.